Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a problem with this implanted pacemaker device. Boston scientific technical services (ts) confirmed all measurements were within normal limits and device operating as programmed and expected. Additional information received indicated that this device was not working. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient had a problem with this implanted pacemaker device. Boston scientific technical services (ts) confirmed all measurements were within normal limits and device operating as programmed and expected. Additional information received indicated that this device was not working. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the patient had a remote check and the device was fine and no issues. No adverse patient effects reported. Subsequently, the device was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient had a problem with this implanted pacemaker device. Boston scientific technical services (ts) confirmed all measurements were within normal limits and device operating as programmed and expected. Additional information received indicated that this device was not working. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the patient had a remote check and the device was fine and no issues. No adverse patient effects reported. Subsequently, the device was explanted and returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient had a problem with this implanted pacemaker device. Boston scientific technical services (ts) confirmed all measurements were within normal limits and device operating as programmed and expected. Additional information received indicated that this device was not working. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the patient had a remote check and the device was fine and no issues. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.